Event description:
Customer reported receiving erratic glucose readings and a port issue with their precision xtra meter. Customer reported about two months ago, he received high glucose readings and "not feeling well". Customer reported being taken to a local hospital by his neighbor, where they obtained a glucose reading in the upper 200 mg/dl with their hcp meter and treated customer with intravenous solution and insulin. In addition, customer reported another incident back in december, that he received a reading of 126 mg/dl and took his oral diabetes medication. Customer reported not feeling well when visiting his counselor and was taken to a local hospital, where they obtained a reading of 22 mg/dl with their hcp meter and treated customer with intravenous solution and food. However, the diagnosis from the hospital is unknown. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.